Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. (B)(4).

Event description:
It was reported that during a pre-operative check, the atrial and ventricular pacing leds were illuminated, but neither flashed nor turned off. After the battery was replaced it could be used without anomaly but the device was not used in the operation. The initial battery which had malfunction with the two leds was inserted into the backup device a similar phenomenon occurred. The malfunction was likely related to battery operation however it was requested that the pacemaker be checked for any issues. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.